Event description:
The area where the brush attaches was offset when it was crimped in manufacturing process which then caused the brush to drag when it was run through the scopes during the cleaning process. Scopes then re-cleaned with a non-defective brush. Company notified of problem and product returned on (B)(6) 2011 for replacement.